Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No vibrate anomaly or motor anomaly noted during test. No failed battery test alarm or insulin flow blocked alarm noted during test or in the history files near the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, missing display window cover, corroded battery tube, corroded motor home switch. Cosmetic damage at back of the pump was confirmed during analysis. However, no failed battery test alarm, insulin flow blocked alarm, vibrate anomaly or motor anomaly noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), a failed battery test, and no delivery/occlusion alarm, the insulin pump had cracks in the shell at a place on the back, rejected new batteries, the insulin pump was noisier during rewind with sporadic unexplained no-delivery notifications, and experienced motor error. The customer reported no adverse events. The event involved products mmt-1780kl, mmt-332a, and mmt-397a. Troubleshooting was performed. The customer reported the pump was dropped or bumped, and/or the pump has possible physical or cosmetic damage. The customer reported receiving a battery-failed alarm. The customer reported an insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a.